Event description:
The customer reported the system was not showing the coordinates on screen during tracking and described performance issues around verification functions. Upon investigation, the system was found to have a fan not running; therefore, the system was not able to boot up. No report of pt injury.

Manufacturer narrative:
The ge representative performed an on site investigation. Diagnostic testing was performed and a follow up visit for further evaluation is planned.